Manufacturer narrative:
Summary of evaluation: evaluation of this event could not be performed as the devices were not returned for evaluation, but rather have been discarded at the hospital. The information provided is insufficient to determine whether this event is associated with the device.

Event description:
Revision surgery revealed loosening of the femoral stem component and polyethylene wear of the acetabular insert. The femoral head component was also removed at this time.